Manufacturer narrative:
E1. Initial reporter first name: (B)(6). Initial reporter phone #: +(B)(6). Initial reporter facility name: (B)(6).

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the stopper was loose which caused a lack of vacuum in the tube. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective cap was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of defective cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective cap. Bd determined that the root cause of the indicated failure mode was attributed to a specific defect that occurred in the stopper manufacturer's process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the stopper was loose which caused a lack of vacuum in the tube. There was no report of patient impact.